Event description:
During the premature ventricular contraction procedure, when attempting to locate an electrode in the coronary sinus, it was noted that damage was found on the distal end of the electrode. A crack was found on the mobile electrode deflection point. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One decapolar, inquiry luma-cath diagnostic catheter was received for evaluation. The catheter shaft was bent and the shaft material was twisted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend and twisted shaft material remains unknown.